Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that two patients who underwent procedures involving an olympus duodenovideoscope were confirmed to have infections. The first case was identified in may and the second case was identified in june; however, the exact dates of infection are unknown and currently is being verified.. Good-faith follow-up efforts were conducted to obtain additional information regarding the events. Follow-up questions included patient symptoms, treatment, verification of infection, current patient condition, and individual patient information that were confirmed, however, the specific details were not provided. Culture testing performed on the subject device and reprocessor yielded negative results. No device malfunction was identified or reported. This report is 1 of 2 associated patient infection.